Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. Unable to verify the compromised force sensor system alarm or perform the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime or no delivery tests due to the button keypad anomaly. The pump passed the stop current test. No moisture damage was found inside the pump. The pump had a cracked case at the display window corners, minor scratches and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump stopped working and alarmed compromised force system sensor. The customer's blood glucose reading was 291mg/dl at the time of incident. Troubleshooting found that the pump was put in a freezer. The customer was also advised that the device would be replaced and to return the product for analysis. No further details given.